Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they receive critical block and inverse critical block did not add to zero. Customer blood glucose value was 19.7 mmol/l. Customer was unable to successfully clear the alarm. Customer also stated after installing a new battery and monitoring the insulin pump for two hours and frozen display recurred. Advised customer to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The customer was advised the insulin pump will be replaced and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected external flash crc error. Alarms noted during testing. No unexpected frozen screen anomaly noted during testing.